Manufacturer narrative:
One sterile 4.5mm cannulated endoscopic drill bit was used for treatment but was not returned for evaluation. The complaint stated: ¿drills found to be "dull.¿ definitive conclusions, accurate investigation and evaluation were limited without evaluation of physical product. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. This product is under review with continued process improvement actions. Product manufacturing documentation shows that the complaint device met specifications upon release to distribution. However, during the course of the complaint analysis, further evaluation of dimensional specifications was initiated by engineering to detect any improvement opportunities.

Event description:
It was reported that during an acl procedure, the drill bit was blunt and couldn't penetrate the bone, force was used to accommodate this and it resulted in the drill bit snapping. The piece was removed with a grasper. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.